Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the atrial lead helix would not extend or retract properly, appearing to deploy out of the lead sideways and bent. When screwed into the atrial tissue the capture and sensing numbers were inconsistent. The atrial lead was removed and replaced with another lead. Upon closure of the pocket, the patient's blood pressure dropped. It appeared that the attempted atrial lead had perforated and caused a pericardial effusion. The patient underwent an emergency pericardiocentesis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.